Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and seizure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient¿s mother reported that the patient was hospitalized on (B)(6) -2025 at (B)(6), located at (B)(6) (treating physician: (B)(6)), following a seizure. The patient¿s blood glucose had been measuring 95 mg/dl, which the reporter considered low for the patient after wearing a pod on the arm for less than 72 hours. Emergency services were called and transported the patient to the hospital where the blood glucose level had increased to approximately 140 mg/dl. The patient was admitted. A magnetic resonance imaging scan was performed with normal results. The patient received unspecified intravenous drips and the pod was replaced with a new pod, after being active for 72 hours, on the second day of hospitalization. The pod was discarded at the hospital and therefore is not available for return. The patient was discharged from the hospital on (B)(6) 2025. The patient followed up with another medical provider on (B)(6) 2025 and was told that ¿insulin was intermittently not being delivered.¿ there was no official diagnosis related to the hospitalization that the reporter was aware of but they suspected hypoglycemia. A replacement device has been sent to the customer.